Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant of the implantable pulse generator (ipg), the his bundle lead was exhibiting high and increasing thresholds. The his lead was removed and replaced with an right ventricular (rv) lead. No patient complications have been reported as a result of this event.